Manufacturer narrative:
(B)(6). Patient¿s weight was not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the connection became loose during insertion of a dynamic hip screw (dhs) onestep lag screw on (B)(6) 2017. The surgeon was struggling to advance the lag screw. He elected to remove the screw, tap the bone, and reinsert. Upon extraction of the lag screw and examination of the inserter, it was noticed that the threaded portion of the coupling screw sheared off and was still in the lag screw and could not be removed. The patient's bone was then tapped and a new lag screw inserted. There was a fifteen (15) minute surgical delay to remove and replace the lag screw. The surgery was successfully completed with successful patient outcome. This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for complaint (B)(4).